Manufacturer narrative:
On 08/16/2016 a technical support specialist followed up with a phone call and the customer reports the issue was resolved. Repeated with a new specimen and result correlated with the patient's clinical history. The laboratory indicated that they could not recreate the discrepant results and no issues were reported since this occurred. The probable cause of the event was not determined, the issue could not be recreated.. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported on the aia-600 ii, a low patient recovery on a beta-hcg specimen (discrepant patient results). The patient was called back to redraw blood. The laboratory was advised to run the new sample undiluted and also with several dilutions (x50, x100, x500) and call back with the results. The customer reported. The representative from the technical support specialist (tss) spoke to the customer to troubleshoot the reported event that resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant result reported.